Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise. No intervention was performed. The patient was stable before and after the event and would continue to be monitored.